Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Cts provided detailed instructions for a pump reset, and the caller successfully started their sensor session after performing the reset.